Event description:
It was reported that the patient expired at home. There is no allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. The patient's wife stated his heart function had worsened. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.